Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline communication fault alarms; however, direct correlation between this finding and the returned modular cable could not be conclusively established through this evaluation. A specific cause for the observed alarms could not be determined through the evaluation of the returned modular cable. The center reported that the patient presented with a driveline fault error. The modular cable was exchanged and the alarm reportedly resolved. There were no further alarms or alerts noted on the system controller and the controller passed a self-test. A low flow alarm was also observed earlier that morning. Modular cable lot number 6434402 was received for evaluation on 17mar2020. Examination of the returned modular cable revealed no damage to the outer polyurethane jacket. The controller connector bend relief showed gradient, brown discoloration. The inline connector bend relief showed gradient, dark gray discoloration. Gray discoloration was also noted on the polyurethane jacket. The evaluation could not conclusively determine the cause of the discoloration. Examination of the inline connector and controller connector revealed no atypical debris or damage. The modular cable was connected to a test heartmate 3 pump, water loop, system controller, patient cable, power module, and system monitor. The mod cable was operated on this mock circulatory loop for approximately 15 minutes. No atypical alarms were observed, including driveline communication faults, even with manipulation of the modular cable. Log files were retrieved from the test system controller. No atypical alarms were observed in the retrieved log files. The modular cable also passed electrical testing without issue. The driveline communication fault alarms could not be reproduced during the evaluation of the returned modular cable. Following the electrical testing and operation of the modular cable on the mock loop, the polyurethane jacket, armor layer, bionate, and wrap layers were carefully removed to examine the underlying wires. Examination of the wires of the modular cable revealed no evidence of mechanical damage, no discontinuities in the wires, and no breakdown of the wire insulation. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No damage was observed during this testing. A direct correlation between the alarms observed in the submitted log files and returned modular cable could not be conclusively determined through this evaluation. A specific cause for the observed alarms could not be determined through the evaluation of the returned modular cable. The heartmate 3 lvas patient handbook lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. This handbook and the heartmate 3 lvas IFU explain all system alarms, including the driveline communication fault alarm, and the recommended actions associated with them. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted upon the completion of the manufacturer's investigation.

Event description:
It was reported that the patient presented in the morning with a driveline fault. A portion of the modular cable was exchanged and the alarm resolved. There were no further alarms or alerts noted on the system controller, which then passed a self test. Technical services analyzed the submitted log files and the reported driveline_comm_fault was observed.